Event description:
Event description cpi received information that the review of the electrograms for the implantable cardioverter defibrillator (ICD) recorded several non-sustained episodes. The physician suspected a loose setscrew.